Manufacturer narrative:
Corrected data: section b1: this information corrected as it was incorrectly reported at the initial submission. Section b2: this information corrected as it was incorrectly reported at the initial submission. Section d4: this information corrected as it was omitted at the initial submission. Section h1: this information corrected as it was incorrectly reported at the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: n/a -as the complaint cannot be replicated,and there were no nonconformities identified. Return sample: the returned implant was visually inspected and verified to be a hahn tapered implant ø5.0 x 11.5 mm implant using the radiographic template. No defect or non-conformity was observed. A cover screw was present in the returned packet. Investigation methods/results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was toosoft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after three months of implantation. The implant was placed at tooth location #30, but was removed after the patient experienced pain. However, no serious injury or any other adverse events were reported with this incident. The patient is stated to be doing 'fine". No abnormalities were observed with the implant itself. Also, a review of the device history record indicated that the device was manufactured and accepted into the final stock with no discrepancies. No abnormal events, health conditions, or other circumstances that may have contributed to the implant failure was reported. Failure to osseointegrate is a well known and well documented inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
It was reported by the dentist that the implant failed to osseointegrate. The implant was placed at tooth location#30 on (B)(6) 2016 and was explanted on (B)(6) 2017. The implant was extracted after the patient experienced pain at the site. The pain subsided after the removal of the implant and the patient is reported to be doing "satisfactory". The implant was placed in a previously grafted site and the patient is stated to have type 2 bone. No other adverse events were attributed to this incident. Additionally, no abnormalities were noted with the implant itself during the procedure.